Manufacturer narrative:
The investigation has been completed. Based on the analysis, the reported occlusion was identified in the pump logs; no functional issues related to the occlusion was identified during testing. The reported malfunction was verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed the pump supplies and then a malfunction 4 code was received. The customer's blood glucose (bg) level was 240-334 mg/dl. The customer's healthcare provider had instructed the customer not deliver a correction bolus as the customer's blood glucose drops too much when she does this. The customer was to use insulin pens to manage diabetes.